Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead displayed high impedance/resistance. The lead was suspected to be fractured. The lead not used and was replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.